Manufacturer narrative:
The third party service representative replaced the bag/vent micro switch, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The third party service representative replaced the bag/vent micro switch, and the unit was returned to service.

Event description:
The third party service representative discovered during evaluation the unit would not switch to mechanical ventilation when requested. There was no report of patient involvement.